Event description:
It was reported to baxter that a flogard infusion pump displayed failure code 67. Process step is unknown. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The issue of an f67 alarm was confirmed. During the functional test it was found f-67 alarm was due to false contacts in the terminals of connector cn304. Cn304 was reconnected to correct the alarm. If additional information becomes available, a followup report will be submitted.